Manufacturer narrative:
The customer¿s report that the set disconnected from the drip chamber and leaked was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection of the engagement under magnification observed insufficient solvent at the end of the tubing. No other anomalies were observed. Functional testing was not necessary as it is obvious that a leak would occur from this separation. The internal tubing diameter was measured and found to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
It was reported that during a secondary rocephin infusion the set disconnected from the drip chamber and leaked. The rn stated that the set was in use for less than 24hrs. The customer confirmed that there was no delay in patient treatment.